Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Per the operative sticker page a bard/davol flat mesh and bard/davol ventralex sticker is indicated as being implanted during the same procedure. At this time it is unknown if/or where the ventralex or the flat mesh was implanted. The operative report only mentions placement of the non davol uretex and no additional medical records have been provided. As such, based on the information provided, it is unlikely a ventralex hernia patch would be used in a vaginal repair, and if it was that it would go unmentioned by the surgeon in the op-notes. As it is possible that the flat mesh was used to support the repair but was not mentioned in the op-report this MDR was submitted. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - it is alleged the patient underwent a sling urethropexy, cystocele repair, anterior colporrhaphy with implant of a non davol bard uretex sling. A bard/davol flat mesh and ventralex patch are listed as implants on the sticker page; however, there is no mention of either device being implanted in the doctors operative notes of the vaginal repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.